Event description:
It was reported that when using the bd pyxis¿ es server data synchronization failed for all devices in the group after the 1.11 upgrade. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server system data synchronization failed after version 1.11 upgrade. A technical support specialist (tss) dialed into the server and verified the synchronization configuration. The tss also dialed into the station and checked the proxy settings. The data size was reviewed and found to be below 15 gb. The tss proceeded to reduce the data size and performed a resynchronization, which completed successfully and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.